Event description:
This is the second of 2 devices involved in the incident. On (B)(6) 2012, dentist in (B)(6)reported to heraeus (B)(4) that a pt swallowed impression material during an upper functional impression with xantopren comfort and the old prosthesis used as a tray. A small amount of the cured excess impression material on the palate has been swallowed. The dentist was concerned that the swallowed material could have chemically toxicological consequences in the gastro intestinal tract and therefore, he called us. He has also consulted a local medical colleague about what could happen. The medical colleague has pointed out that it may be a potential intestinal obstruction or mechanically catching in diverticulum in the intestines which can come with subsequent complication such as intestinal obstruction and / or intestinal perforation. An immediate surgery such as gastric or colonoscopy, the doctor has also discouraged because the material can pass the intestine completely harmless. The hkg rep confirmed that there are no toxicological risks, because the material does not dissolve or chemically modified and agreed that medical intervention in the situation also not advisable. The dentist will inform the pt about the risks and advise that he monitor for stomach problems over the next 3-4 weeks. Should the pt have any stomach problem, he should advise the dentist and immediately go to the hospital. On (B)(6) 2012, the dentist spoke to the pt. The pt reported no peculiarity when eating or digesting: everything is perfectly normal. Pt was again warned of possible symptoms as the pt did not report passing the impression material. On (B)(6) 2012, the pt was still doing well and there were no abnormalities. Dentist spoke yesterday on the phone with the pt and will call next week again. On (B)(6) 2012, (B)(4) spoke to the dentist concerning this case. He confirmed that he had a phone call with the pt today: the pt is fine and is showing no sign of stomach discomfort which would give any indication of a problem with the swallowed impression material.

Manufacturer narrative:
As allowed by exemption# (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the MFR). Although we have not established tht the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Conclusion code - the directions for use state, "do not swallow and ingest. If health problems arise after swallowing impression material, seek medical attention immediately. Intestinal blockage may arise in rare cases."